Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported while performing an atrial fibrillation ablation procedure with the cool path catheter the physician noticed saline coming out of the proximal portion of the catheter handle. There were no adverse consequences to the patient.